Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Received one used cannula of introcan 24g without packaging. The protective cap and capillary hub was not returned for evaluation. Visually inspected the returned sample and found no evidence of safety clip on the sample. No crimping area was noted on the returned cannula. Review the batch manufacturing record and there were no defects encountered during final control inspection. The sample has been forwarded to production for further investigation. A follow up report will be provided after their statement is available.